Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for bowel dysfunction/sacral nerv stim as well as gastrointestinal/pelvic floor. Consumer reported their device was not working and they were experiencing severe pain. Consumer reported their mother had a st. Jude trial and ¿last friday¿ ¿all these crazy things were happening." Consumer reported they added or changed a program in the mother¿s st. Jude device and it did something to the pt's interstim device. Patient reported they tried to go to a different program and ended up just turning the device completely off. It was reported that the programmer said the device was off but it did not feel like it was off inside her body. Consumer reportedly shaved her legs yesterday and took a whole layer of skin off her legs. Patient reported they were getting a "jolt" in her back like the device was still on. Patient reported she has ¿pain in her right collar bone, her legs are cramping up, her whole spine is killing her, her stomach and intestines are killing her and on monday she started getting black and blue across her stomach where the colostomy was.¿ consumer was redirected to their health care professional. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had not used the device for a long time. They stated that they were in pain since (B)(6)2016 and the implant was affecting the right side (pain) of their body. They were taking 40 mg of pain medication. The patient reported they needed to see someone about the device. They thought the device was off but was not sure. The patient stated that they turned the device off in (B)(6)2018 but it was still ¿going crazy¿ inside of their body. They wanted the device removed. Using the programmer, it was determined that the patient was on program 2 at 3.90 volts and the therapy was on. The patient was assisted with turning the therapy off. The patient mentioned that their doctor will no longer see them and saw a manufacturer¿s representative in another therapy and was referred to contact the manufacturer to obtain the proper therapy representative. The patient was redirected to follow up with their healthcare professional (hcp). There were no further complications reported or anticipated.